Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup operation mode. The device was taken out of backup mode and returned to its original programming. The patient left office without any other issues. There were no adverse health consequences to the patient.